Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker determined that the likely cause of the reported issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer informed stryker that no patient information is available. Patient fields in which information is not provided were intentionally left blank.